Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a broken cable/cautery cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a frayed distal grip cable.